Event description:
Caller reported that the cgm graph was missing data points. Customer's blood glucose level was not adversely impacted. The issue was resolved after technical support assisted in unpairing and re-pairing the device.